Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose levels. While contacting tandem technical support, the customer's blood glucose level was 365 mg/dl with trace of ketones. The customer stated was trained incorrectly and believed did not performed the load technique properly. The customer stated would change out supplies to address bg level. Troubleshooting with tandem customer technical services determined the pump functioned as intended.